Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie pocket issue. A field service engineer remoted in with the customer to release the pocket in hardware test application and replace the bad pocket and load to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.